Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.